Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the patient had a fall, the left ventricular (lv) lead threshold became high and the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.